Event description:
It was reported the patient had a loss of therapeutic effect and was admitted to the ER. It was stated the patient was presenting with worsening nausea and vomiting. The patient was in the hospital and the caller thought maybe the battery inside was malfunctioning or stopped working. The caller wanted to get the device interrogated and checked.

Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).